Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: dil cath: sapphire1.0-10. The device has been returned for evaluation. It is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty positioning and removing the guide wire/resistance was confirmed via returned device analysis. However, there was no foreign material noted on the coils other than blood and contrast. Based on visual inspection, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no nonconformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the distal to proximal right coronary artery (rca) and circumflex artery, the balance middleweight (bmw) hc guide wire was used in the rca; however, when attempted to be used in the circumflex with a non-abbott balloon dilatation catheter (bdc) resistance was met. The devices were removed and a new bmw hc was used without issue. However, some foreign material was present on the used guide wire coils. It was noted that the same bdc was advanced without issue over the guide wire. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.